Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that following insertion the patient experienced urinary problems, bleeding, recurrence, dyspareunia, vaginal scarring. It was also reported that patient underwent excision of mesh and closure on approximately (B)(6) 2009 by implanting surgeon at implanting facility and vaginal excision of mesh material on approximately (B)(6) 2010 by implanting surgeon at implanting facility. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).